Manufacturer narrative:
The investigation into the reported 'aic - damage" has been completed. Product was returned for investigation. The device was inspected and found the optical connector cover was broken. After replacing the broken part, the console passed functional check. During data analysis, the automated impella controller (aic) and rt logs neither confirmed nor denied the complaint given its nature. The root cause of the failure was a broken optical connector cover. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old male patient noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. After pump explant a part of the cover of connection between pump and automated impella controller (aic) was fallen off. There was no reported patient harm.